Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis has completed their investigation on the universal surgical manipulator (usm). Issue was confirmed via system logs with a 23062 error pointing to axis 3. Unit was tested on an in-house system in normal mode where a 32098 and 32096 error was triggered. Unit was also tested on a psc fixture test platform (pftp) where the direction test failed for insertion. The stator and insertion chipencoder virtual absolute (cva) flat flex cable's (ffc) was reseated, and the unit passed all tests. As a fix, motor module stator will be replaced. The complaint regarding the recoverable fault was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting that a recoverable fault occurred, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced the universal surgical manipulator (usm) 4 to resolve the issue. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, a recoverable fault occurred. Error 23062 was observed in the logs against universal surgical manipulator (usm) 4 axis 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the caller through an emergency power off (epo) of the patient side cart (psc) with no change. The tse walked the caller through disabling usm 4 and also assisted the surgeon through an additional epo of the psc per the doctor's request. The customer performed an additional power cycle of the system, with no change. The customer proceeded with the case as a 3-arm case. There were no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.